Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted that patient mic results were not interpreted. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted that patient mic results were not interpreted. No health impact or consequence reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00945 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.